Manufacturer narrative:
1627487-07262012-002-r . This ipg serial number is included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not recharged their ipg as recommended. In turn, their charging system and programmer can no longer communicate with their ipg due to it being inoperable. As a result, the patient may undergo surgical intervention.